Manufacturer narrative:
Product analysis: a tortional kink was noted on the shaft of the device approximately 18cm distal to the strain relief. No exposed braiding was noted. The inner diameter (ID) of the catheter and the shaft outer diameter (od) measured meeting specification. No other damage noted to the reminder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one 7f launcher guide catheter via a radial approach, the mid part of the catheter kinked/deformed when loading/advancing the device over the guidewire while in the patient. The device was inspected prior to use with no issues noted. The device was prepped per IFU with no issues. Resistance was encountered when advancing the device. Excessive force was not used during insertion/delivery. Resistance was not noted during removal of the device, and excessive force was not used. The device was not excessively torqued. No patient complications were reported as a result of this event.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.